Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on the first shot of the stapler during a laparoscopic gastric sleeve, the 60mm purple reload was opened and assembled to the handle. The surgeon introduced the device to the patient and held the tissue, closed the stapler, unlocked and pulled the trigger to advance the procedure. However, a noise was heard from the stapler and did not allow further progress. The surgeon was unable to squeeze the handle. Another handle and reload were used to complete the case. There was no patient injury.